Event description:
It was reported that the patient had a burn at the implant site. No further information at this time. Additional information received that the patient waited for the discoloration to subside on its own. It was noted that patient did not seek for medical attention.

Event description:
It was reported that the patient had a burn at the implant site. No further information at this time.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately middle of october from date manufacturer was made aware.